Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. No abnormality related to the reported event was confirmed on the product's appearance. Functional testing was able to reproduce and confirm the reported complaint, when the batteries were loaded according to the polarity stamped on the battery box of the main unit. The direction of the "+" mark on the battery case inside the main unit is reversed. If the battery is loaded accordingly, the polarity of the battery will be reversed. The polarity of the battery attached to the lid of the battery box is correct. So if you load the battery according to the instructions on the lid, the battery will be loaded in the correct direction. The cause of this defect is due to incorrect manufacturing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Electrical chassis assembly replaced.

Manufacturer narrative:
D4. UDI number and d5: operator of device is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that even if the battery is inserted, the led lamp does not turn on (alarms do not work) event occurred before patient in use. There was no patient involvement and no patient harm/adverse event reported.